Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that high out of range shock impedance measurements of greater than 125 ohms continued to occur. Defibrillation threshold (dft) testing was performed where a code was displayed indicating a shock was delivered into an open condition. The patient was externally rescued during dft testing. Subsequently the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted and replaced with another manufacturer's system. During the procedure the rv lead was laser extracted and thought to have possible calcification on the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of 132 ohms. The clinician noted that the shock impedance has had a slow steady rise over the last year and a half. At this time the clinic has opted to continue to monitor the patient. The remote monitoring system alert was raised to 150 ohms. The crt-d and rv lead remain in service and no adverse patient effects have been reported.

Event description:
Additional information was received that the shock impedance continued to be high and out of range at 153 ohms, thus defibrillation threshold (dft) testing was performed. The delivered shock was greater than 125 ohms. It was further noted that the shock impedance measurement post dft was 137 ohms. The shock did convert the patient. Boston scientific technical services (ts) advised that the shock impedance remains high, however the physician was okay with the measurements. Ts discussed to continue to monitor for increased delivered shock impedance measurements. The crt-d and rv lead remain in service and no additional adverse patient effects were reported.